Event description:
The pt was reportedly implanted with a gynecare tvt on (B)(6) 2005 at (B)(6) medical center in (B)(6), a bard pelvisoft on (B)(6) 2006 at (B)(6) medical center in (B)(6), and a surgisis biodesign 4-layer tissue graft on (B)(6) 2008 at (B)(6) medical center in (B)(6). The pt and her attorney have alleged that as a result of these products being implanted in the pt, the pt has experienced pain and injury. The following info was not provided by the complainant: specific info of the alleged injury; specific info regarding whether intervention was performed; specific info regarding why intervention was performed or what type/to what extent intervention was performed; specific correlation between device performance and alleged injury; current patient status.

Manufacturer narrative:
Date of event not provided by the complainant. Surgeon name not provided by the complainant. Method - product not returned to cbi. Results - product not returned to cbi. Conclusions - root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included a review of the claim allegations, a review of the device history records which indicated the product was manufactured to specifications, a review of the surgisis biodesign tissue graft IFU fp0005-4c IFU, and all communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the biodesign surgisis 4-layer tissue graft's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other mattes relating to this litigation are being handled by our attorney. If/when additional info is obtained, that alters our conclusion to this complaint, a follow-up MDR will be filed.